Event description:
It was reported that the physician performed a right m1 mechanical thrombectomy with zoom 7x, zoom support and third-party devices. Access was obtained with the zoom 88 support which was parked at the petrous/cavernous segment. The physician indicated the anatomy was tortuous and there was a cervical kink in the internal carotid artery (ica). Some resistance was noted and after first pass, the physician pulled the devices as a system out of the body. A kink was observed on the zoom 88 support and the zoom 7x was stretched and almost fractured. The physician proceeded with another third-party device and successfully completed the procedure. There was no additional intervention performed, and no patient sequelae was reported.

Manufacturer narrative:
A zoom 7x and a zoom 88 support were returned for investigation. Investigation confirmed the reported shaft separation of the zoom 7x. The zoom 7x was returned separated into distal and proximal catheter segments held together by the coil which makes up part of the inner catheter jacket. Device investigation noted damage to the zoom 7x catheter shaft which suggests an axial force was applied during the procedure resulting in stretching of shaft materials prior to the device breaking. Evidence of stretched catheter jacket materials was observed on each catheter segment. The zoom support had a single kink on the mid-shaft of the catheter. The reported complaint notes that the kink on the zoom 88 support was observed after removal of the devices from the patient. The formation of the kink on the zoom 88 support may have formed due to tortuous anatomy in the form of a cervical kink in the ica. The manufacturing records for zoom 7x were reviewed and demonstrated that the product met all the design and manufacturing specifications. Based on the complaint information provided, the exact root cause could not be determined. It is likely that the tortuous anatomy with the kink in the zoom 88 support resulted in a restriction potentially leading to the shaft separation on the zoom 7x.